Event description:
During a dilatation procedure, catheter balloon ruptured. Catheteer was removed and replaced with same model to complete the procedure with no pt injury or further complications reported.